Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and replaced the filter, flushed the tubing and probe wash. A chip of paint was found in the probe wash and this issue has been resolved. Customer ran qc and patient samples with no errors.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the sample probe was flooding in the immage 800 immunochemistry system. No operator exposure was noted for this event.